Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported. Investigation conclusion: the reported device was not returned for evaluation. Nkc has determined that after 1/1/2021 when the data is transferred from the zm series telemetry transmitters through the org, the org receiver applies an incorrect date stamp to episodic transmitter data (i.e. A. Arrhythmia recall data, b. St recall data, and c. Nibp measurement data). This date error is either carried over to the cns / rns or blocked so that the episodic data is missing depending on the model of the cns / rns. The root cause of this issue is software deficiency. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 - b7. (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the org. Central nurse's station: model: cns-6201a. Sn: (B)(6). Multiple patient receiver: model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Model: org-9110a. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported.